Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned one day post implant due to loss of capture at 6.5 volts at 1.0 ms. There was evidence that the lead had dislodged. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.